Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that the oral-b toothbrush neck fell off in their mouth and the screws came off. The whole head came loose. No injury was reported.